Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the customer that the remote monitoring network implant date was after the date of the first transmission for the implantable cardiac monitor icm. The icm was paired in the box to another patient and then was never implanted with that patient. When the icm was implanted with the current patient, the implant date couldn't be changed. The issue was escalated and the pre-implant transmission from the prior patient was cleared and the customer was able to view the correct patient's transmissions. The network remains in use. There was no patient involvement.